Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing test with nordic bluetooth device: pass.perform share log review: no data.perform bin file review: pass. The complaint could not be confirmed because of the reported allegation was not found during investigation.the reported event of a failed transmitter error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.